Manufacturer narrative:
The device was returned and the evaluation states that the tire came off the rim and separated from side to side. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The tire came off the aluminum rim. Split across tire from side to side one inch. User not satisfied with chair thus far. Prior to this had rear wheels with quick release axle fall off, one wheel was replaced to solve the problem.